Event description:
It was reported that a very heavy patient on cot. Allegedly, the cot was locked in position halfway up from low height when the ems staff tried to raise cot to load height but it would not latch. The cot dropped all the way down and to the right.